Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular lead was capped and replaced on (B)(6) 2019 due to a capture anomaly. No further information was available.

Event description:
New information received on january 24, 2019 indicates that the patient's lead had exhibited increasing capture thresholds. The lead did not exhibit any anomalies under fluoroscopy. The patient was stable throughout the procedure and did not experience any adverse events as a result of the capture threshold increase.